Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g2, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the issue was unable to be reproduced and no defects were found.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit externally input arterial pressure information was lost when catheter inspection was required. The patients condition was stable and there was no health damage caused.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.